Event description:
Report rec'd from abbott international affiliate that states: "pt rec'd 50ml of morphine solution (1mg/ml) over 8-10 hrs even though pt pendant only depressed 3 times (6mg) with no drug available on third request. Hosp cleared history and device was subsequently used on another pt. That pt had no reported problems (with delivery)." The pump had been programmed with a concentration of 1mg/ml, 2mg pt control analgesia dose, 30mg 4 hr limit. Pt lockout not specified. The pt reportedly "suffered no adverse outcome and there is no indication of the pt being narcotized." The pump was discontinued and pt analgesia was continued with oral acetaminophen with codeine. No evidence of leakage was noted. No add'l info was available.